Manufacturer narrative:
(B)(4). Results for investigation: the carefusion certified 3rd party service technician was able to resolve the reported issue by replacing the power board. The device was returned to the customer operating to service specifications. The 3rd party service technician reported that the suspected component was not available for return so no further investigation can be performed.

Event description:
The customer reported that the ventilator failed the external alarm test. The reported issue was found during testing so there is no patient involvement.